Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported un-commanded fluoro when pushing up or down on column. There are no reports of patient injury or death associated with this event.